Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade from cardiac perforation. It was also reported that the right ventricular (rv) lead dislodged and perforated the cardiac tissue post implant. The rv lead was explanted and replaced. It was noted that during the replacement procedure, the replacement rv lead had high impedances. The replacement rv lead was removed and replaced. No further patient complications have been reported as a result of this event.